Manufacturer narrative:
Firing range the analysis results found that the device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs when as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. A batch record review was performed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an ileostomy procedure the device was fired and the device cut the rectal pouch and did not staple. Prior to the procedure the surgeon stated that the patient would probably need a permanent colostomy. The case was completed by performing a permanent colostomy. No further patient consequence. One device to be returned for analysis. Three attempts for further information have been made, no response has been received to date. A supplemental report will be sent upon receipt of further information.